Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue. That could cause image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head had error e224 during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.